Manufacturer narrative:
No error alarms were noted. The insulin pump passed the self test and reset error test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had given off alarms. The insulin pump was not stored or out of use for an extended period of time. The blood glucose reading was 242 mg/dl. Nothing further was reported.